Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp), screen image was flickering, there was no patient involved.

Manufacturer narrative:
Updated fields - b4, b5, d9, e1 event site mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d9, d10, h6 (health impact code). Due to character limit in e1 event site name is (B)(6). Event site e-mail: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed troubleshooting the video coiled cable replacement, display contacts and flat cables cleaned, diagnostic and functional tests performed and the repair was completed. Function and safety tests performed with positive results.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs300 intra aortic balloon pump (iabp), the screen image was flickering, there was no patient involved.